Event description:
It was reported that during follow up, loss of ventricular capture was observed. Lead was found to be dislodged via review of fluoroscopy. Lead was explanted and replaced. Patient condition was good post-procedure. Lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.